Manufacturer narrative:
Ge healthcare has initiated an investigation of the event, as well as making attempts to obtain additional details.

Event description:
It was reported that a patient sustained blisters between her knees after lumbar and pelvic MRI exams. The size of the blisters is not known at this time. According to the customer contact, the technologist performed the lumbar spine exam and then switched to the torso coil for a pelvic exam. The technologist did not apply padding between the patient's knees. During the course of the MRI exams, the patient did not complain of discomfort or burning sensation. The patient called the hospital's mr department later that evening and reported having developed blisters between her knees. The mr technologist advised the patient to go to the emergency room to be examined by a physician. The patient, however, did not go to the hospital for the exam.